Manufacturer narrative:
Citation: woitek f et al. Comparison of 3rd generation self-expanding and balloon-expandable devices in valve in valve treatment of failing aortic valve bioprostheses. Journal of the american college of cardiology. 2019 oct;74(13):suppl b749. Doi: 10.1016/j.jacc.2019.08.903. Epub 2019 sep 24. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes in patients with failing aortic bioprostheses who underwent valve-in-valve transcatheter aortic valve replacement with third-generation self-expanding or balloon-expandable valves. Clinical outcomes were defined according to the valve academic research consortium-2 criteria. All data were prospectively collected from a single center between 2014 and 2018. The study population included 102 patients (mean age 76 years), 76 were implanted with medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all evolut r patients, the 30-day mortality rate was 5.1%. It was noted that most of these deaths were due to cardiovascular causes. No other details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all evolut r patients, adverse events included: myocardial infarction, stroke, transient ischemic attack, and mild aortic regurgitation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.